Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify unexpected numbers scrolling and perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 9.1 mmol/l. The customer reported that the act, up and down arrow buttons were not responding and the numbers were scrolling up and down without any user input. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.